Event description:
A friend or family member of a patient reported the patient had a urinary tract infection (uti). The patient was given oral antibiotics. It was reported the uti cleared up and the patient has not had one since. The caller noted the patient saw a naturipath who told the patient to drink green juice and the patient also takes demanos in cranberry juice with 2 cranberry pill daily. The caller reported the patient stopped seeing one healthcare professional because (hcp) during a fire drill the hcp told the patient's she should put him in diapers. The caller also reported the replacement patient programmer that was sent was not able to communicate with the implantable neurostimulator (ins) so the managing hcp said that the ins battery is depleted and needs to be replaced. It was noted a manufacturer representative (rep) was planning meeting with the patient on (B)(6) to check the ins battery and confirm it has reached end of service (eos). It was noted the caller was looking for an hcp to do the replacement. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.